Manufacturer narrative:
Reported lot review: a review of lot# 3189802 showed that (B)(4) units were manufactured, tested, inspected and released in january 2016 and citing no anomalies. Unit currently under investigation.

Event description:
Complaint received regarding one 011-c1000, clave connector, lot# 3189802 (manufactured february 2016), from an international distributor in (B)(4) and the event was for a home patient in (B)(6). Report (interpreted from (B)(6)) states; "patient connected has lost blood and there was the first aid. An ambulance was dispatched to the patient's home and the clave was chanced, the silicone appeared to be missing, to stop the blood loss and administer first aid." No serious adverse patient consequences reported.

Manufacturer narrative:
Reported lot review: a review of lot# 3189802 showed that (B)(4) units were manufactured, tested, inspected and released in january 2016 and citing no anomalies. Visual receipt analysis: received one used 011-c1000, clave connector, suspect lot# 3189802. The silicone seal of the clave arrived stuck down and cover with dried blood, after decontamination the seal returned to the inactivated position and was observed to have slit propagation on one side. Functional testing: the silicone seal had tearing on the top surface that extended to the edge of the seal. The 011-c1000 clave connector was disassembled with the following observations: silicone seal: axial rupture running from the top surface of the seal to midway down the seal. The rupture is perpendicular to the slit. Spike: no damage or anomalies, cap/housing: no damage or anomalies. Final analysis summary: the complaint of 011-c1000 clave connector leakage was confirmed. The leakage was the result of damage to the silicone seal. The source of the silicone seal damage is not known. Device is under investigation.

Event description:
Complaint received regarding one 011-c1000, clave connector, lot# 3189802 (mfd. February 2016), from an international distributor in belgium and the event was for a home patient in italy. Report (interpreted from (B)(6)) states; "patient connected has lost blood and there was the first aid. An ambulance was dispatched to the patient's home and the clave was chanced, the silicone appeared to be missing, to stop the blood loss and administer first aid." No serious adverse patient consequences reported.